Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined the insert was buckling due to a crushed insertion part serpentine. It was discovered, the coat of the image guide (ig) serpentine was peeled off (1mm 2 or more). In addition, the tip cover was not watertight, the bending angle was insufficient due to the elongation of the angle wire, the forceps could not be inserted smoothly due to the collapse of the forceps channel, the channel cleaning brush could not be inserted smoothly due to the crushed forceps channel, bending section adhesive was missing, the ig bundle was significantly broken, and corrosion of the electrical connector contacts. There were noted scratches on the insert serpentine tube, the operation part, the switch box, the grip, the angle lever, the up/down plate, the universal code and the scope connector. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the insert was buckling on the evis lucera bronchofibervideoscope. Upon inspection and testing of the returned device, it was discovered the coat of the image guide serpentine tube was peeled off (1 mm 2 or more). There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of deterioration of the image guide serpentine tube found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility be instructed about the method of handling of the device regarding usage environment and others. Olympus will continue to monitor field performance for this device.